Event description:
It was reported that after the angio-seal evolution was deployed, the collagen plug was partially exposed outside the tissue tract of the pt right leg. The physician was able to tamp the collagen into the tract. The skin surface looked cleaned, and it appeared that hemostasis had been achieved. Approx eight hours later, the pt experienced numbness and lost pulse in his right leg. The leg began to turn blue and the physician was paged. Less than an hour later, the pulse had returned to the leg and the pt regained feeling. There was no surgical intervention required. The pt had a large hematoma at the access site. Fifteen hours later, the pt still had a pulse in the right leg and is pain free. The pt was admitted overnight and was discharged the following day.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.